Event description:
It was reported to philips that the c-arm propeller movement stopped working. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a neurovascular procedure at the time of the reported event. The patient was transferred to another room to complete the procedure with a delay of 20 minutes. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of log file identified a beampropeller position limit violation error. During troubleshooting, the fse found that the frontal c-arm propeller movement had reached an undefined position and was out of its maximum allowed range of -185 degrees to +120 degrees. Due to this, the lateral c-arm was also unavailable for imaging. To resolve the issue, the fse replaced the propeller potentiometer. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The patient was transferred to another room to complete the procedure. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the frontal stand propeller movements were unavailable because the current position of the propeller movement could not be determined leading to a positioning error. This caused the lateral arm to be not allowed to move due to collision avoidance measures. To resolve the reported issue, the propeller potentiometer was replaced, settings and tests were carried out according to manufacturer specifications. The system was returned to use in good working order and ready for clinical use. The potentiometer assembly was returned for further analysis. Functional testing was performed and no failures were observed. The codes were updated based on the investigation outcome.